Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. The customer's blood glucose (bg) level was 324 mg/dl and the bg level was addressed with a bolus via the pump. During troubleshooting with tandem¿s technical support, the malfunction alarm was cleared.